Event description:
It was reported that the physician had cut the tails of the paddle lead during the patients last revision procedure (MFR. Report no. 3006630150-2022-06381). The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.